Event description:
Information received from the (B)(6). Treatment of a davf. On (B)(6) 2014, the patient underwent onyx (qty. 2) embolization treatment without issues. Twenty four hours post procedure, the patient had an adverse event of partial peripheral left facial nerve palsy. Treatment for the partial peripheral left facial palsy was corticoids for ten days, eye occlusion, and re-education. The patient condition is reported to be on going.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in the event is as follows: model: 105-7000-060 lot: 9879800 dom: 07 mar 2014 exp: 19 jan 2017. (B)(4).

Manufacturer narrative:
(B)(4).